Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during an unknown dwell cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the supply bags were empty, there was air in the line and a leak was noted from an unknown location. The patient did not notice any damage on the bags, however, the floor was wet. Renal therapy services (rts) assisted the patient to clear the alarm and to disconnect from therapy. Rts discussed proper procedures per the user manual reviewed with the reporter. The patient will finish the therapy with manual bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.